Event description:
Pt came to o.r. For rt. Partial hemi-laminectomy. Nurse connected the monopolar electrocautery handpiece to electrosurgical unit and had placed the grounding pad on pt. She connected the bipolar handpiece to the second monopolar outlet on the generator versus the bipolar outlet. Because the pt was grounded, the monopolar circuit and the bipolar circuit were complete. The bipolar connected to the monopolar outlet was activated by the surgeon when he put the tips of bipolar forceps together, the buttock muscles twitched. He was very close to a nerve and was concerned that there may have been nerve damage. The pt experienced some numbness post-op but by next day, was fine, up walking and was discharged home. The concern here is that the bipolar connectors were incorrectly attached to a monopolar outlet instead of the bipolar outlet, and that the design of the electrosurgical generator allowed the bipolar function (but with the higher power level of current that one expects from monopolar current.)